Manufacturer narrative:
Concomitant medical products: product ID: 6944-65 lead ,implanted: (B)(6)2010.

Event description:
It was reported that the atrial lead has had variable impedance measurements over the past year, including some high impedance measurements. All other lead parameters are within normal limits so the lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.